Event description:
It was reported that the pt developed a fever three days after implantation. During the revision procedure, the physician noted an unk liquid in the shunt.

Manufacturer narrative:
The device has not yet been returned to the MFR.